Manufacturer narrative:
Block e1: (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip was unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an endoscopic treatment procedure performed on (B)(6) 2023. During the procedure, the device could grasp, close and lock onto tissue and was eventually unable to release. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an endoscopic treatment procedure performed on (B)(6), 2023. During the procedure, the device could grasp, close and lock onto tissue and was eventually unable to release. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital. Block h6: imdrf device code a15 captures the reportable event of clip was unable to release from catheter. Block h10: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly attached. Additionally, both of the clip arms were bent. Microscopic examination was performed, and it was found that the yoke was detached from the control wire, but the clip was still attached to the delivery system. Functional evaluation was performed, and it was found that the handle does not have communication with the clip assembly. No other problems with the device were noted. The reported event of clip unable to release from catheter was not confirmed. It is possible that the customer tried to grasp a large amount of tissue, and this action can cause a deformation in the distal section of the clip arm, affecting the capability of the jaws of the clip to close correctly. Moreover, it is important to mention that applying tangential pressure to an opened or closed clip may result in the clip separating from the catheter and potentially kinking or damaging the device. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.